Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: this is a complaint about catheter damage. It was reported that a peripheral venous catheter was placed using nexiva 24g. When the catheter was advanced, it felt stiffer than usual, and when the catheter was advanced completely, blood began to leak from near the insertion site. The catheter was pulled back slightly to check where the blood was leaking from, and it was found to be leaking from the connection between the catheter and the fixation wing.

Manufacturer narrative:
The complaint of a leak was confirmed; however, the root cause could not be determined. One 24g nexiva IV catheter was provided for investigation. The needle had been removed from the IV catheter and was not returned for investigation. A functional test of the IV catheter revealed a leak in the catheter tubing at the nose of the adapter. The breach in the tubing exhibited a v-shape, which is consistent with needle puncture damage; however, the root cause of the damage could not be determined. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.